Manufacturer narrative:
Additional information: on july 28, 2020, mentor became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient underwent bilateral device removal and replacement with 425cc mentor memorygel breast implants, catalog number 3504254bc, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6) 2020. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/o r reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 350cc mentor memorygel breast implants and experienced rupture on the right side and bilateral baker grade iii capsular contracture post-operational. The rupture was confirmed with an MRI. As a result, the patient underwent bilateral device removal and replacement with 425cc mentor memorygel breast implants, catalog number: 3504254bc, lot number: 9424207 on (B)(6) 2020.